Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
We received an allegation of discrepant results for 1 patient sample tested for elecsys testosterone ii assay (testosterone ii), elecsys estradiol iii (estradiol iii), and elecsys prolactin ii (prolactin ii) on a cobas e 801 analytical unit compared to the siemens method and liquid chromatography¿mass spectrometry (lc-ms). This medwatch will cover estradiol iii. Refer to medwatch with a1 patient identifier pt-(B)(6) for information on the testosterone ii results and medwatch with a1 patient identifier pt-(B)(6) for information on the prolactin ii results. The testosterone ii result from the e801 analyzer was 52.0 nmol/l. The result from the siemens method was 25 nmol/l. The lc-ms result was 17.7 nmol/l. The estradiol iii result from the e801 analyzer was 474 pmol/l. The result from the siemens method was 0.16 pmol/l. The prolactin ii result from the e801 analyzer was 265 mu/l. The result from the siemens method was 0.17 iu/l.